Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Pulmonary lobectomy. What was the exact surgical procedure? Thoracotomy for lobectomy. How many hours post-op was bleeding identified? 7 hours. What specific vessels was device used on? Bronchial arteriole. Was the same device used for lung parenchyma? Yes; for the clamp. What color reloads were used? Green. Does the surgeon routinely wait 15 seconds prior to firing device? Yes. Was there any issue noted with staple form or hemostasis intra-operatively? No. How was the site of the bleeding identified? When performing the recovery of surgery. How was the bleeding addressed in 2nd procedure? Electrocoagulation. Are photos or video of procedure available? No. What is the current patient status? The patient going well, he is gone back to home. Would the surgeon be interested in speaking to ethicon medical and engineering, to include translation, to discuss event? Request sent to the sales rep, "we waiting the surgeon response."

Event description:
It was reported that the thoracic surgery performed on (B)(6) 2018 with exeresis and use of stapler-cutting system. New surgery performed in the next night because there was a bleeding at the end of the staples line. Important blood loss: 2000 ml. Transfusion of 5 units of red blood cells and a new line of staples has been performed.